Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibits signs of repeated use (nicked or gouged) and is fractured in two locations, not all pieces returned. Fracture analysis confirmed the part fractured due to either overload failure or low cycle fatigue. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery the instrument fractured while impacting the femoral component. No adverse events have been reported as a result of the malfunction.